Manufacturer narrative:
Button error alarmed after boot up and intermittent button response on the esc button due to corroded keypad traces noted. Insulin pump received with cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker. (B)(4).

Event description:
Customer's father reported via phone call that customer received a button error alarm and was not able to clear this time. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.